Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a video-assisted thoracoscopic surgery (vats) lobectomy procedure. The stapling device was being used while transecting a vessel. The stapler was fully fired but the blade did not reach the cut line. In order to resolve the issue and complete the case, used another reload to transect the vessel. There was no patient harm. The patient outcome is reported as no injury.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of two photographs of the complaint event. The physical product was not received. Photographic inspection noted that the reload was fully fired. All staples were properly placed. Functional testing could not be performed as the physical product was not received. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.